Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) became unstable after fixation. During retrieval, the helix was sprung. A different lp was used to complete the procedure. The patient was in stable condition before, during, and after the procedure.